Event description:
The customer reported a failure to charge/discharge.

Manufacturer narrative:
(B)(4): the customer reported a failure to charge/discharge. Based on the customers report, we are considering this a malfunction. We cannot determine the cause from the available information.